Event description:
It was reported through field service report that they lost arterial pressure (monitor) reading and transducer. The pump was removed from the pt. Reference medwatch 1219856-2008-00187 for second event with the same pump.

Manufacturer narrative:
Evaluation: field service could not reproduce on bp-28 & 2001 simulator. High and low level did not see a loss of arterial pressure (ap). Replaced display cable-broken shielding. Pump being returned to operating room, when it becomes available, to check cabling. Pump was evaluated again by field service on 03/06/08 and all agree problem most likely due to low signal and changing between monitor & transducer. Ap monitor cable check good. Follow-up report will be filed if add'l info becomes available.